Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred with a bd plastipak¿ 50ml concentric luer lock syringe. The following information was provided by the initial reporter, "liquid leakage."

Manufacturer narrative:
Investigation: 15 used samples and two videos were returned to our quality engineer for investigation. Due to the samples being contaminated with toxic drugs, we were not able to conduct any investigation or evaluation on the product. Review of the video showed leakage past the stopper ribs when the plunger is moved forward. A device history review was performed for the reported lot 1810261 , no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Ten retained samples of lot 1810261 were used to conduct a leakage test. The product was visually inspected, no defects or damage was noted, and no leak was identified. Based on the available information we are not able to determine a root cause at this time.

Event description:
It was reported that leakage occurred with a bd plastipak¿ 50ml concentric luer lock syringe. The following information was provided by the initial reporter, "liquid leakage."

Manufacturer narrative:
Investigation: 16 used samples and two videos were returned to our quality engineer for investigation. Through visual inspection, no damage was observed in any of the samples. The product was disassembled, no damage or molding defect was identified in the plunger rod that could have contributed to this incident. Review of the video showed leakage past the stopper ribs when the plunger is moved forward. A device history review was performed for the reported lot 1810261 , no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Ten retained samples of lot 1810261 were used to conduct a leakage test. The product was visually inspected, no defects or damage was noted, and no leak was identified. Based on the available information, we are not able to determine a root cause at this time.

Event description:
It was reported that leakage occurred with a bd plastipak 50ml concentric luer lock syringe. The following information was provided by the initial reporter, "liquid leakage."